Event description:
The customer reported that the monitors went black, and they had to use another c-arm to finish the case. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply voltage was adjusted. The system was then found to be operating as intended.